Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The distal segment of the lead was returned and analyzed. No anomalies were found during analysis. Blood was noted on the distal electrode. The defib conductor was overstressed. The outer insulation was melted and there was apparent explant damage. Performance data was also received from the device connected to the lead. A patient alert for out of tolerance subthreshold lead impedance was noted on (B)(6) 2012. Daily pace lead impedance trend data show various spike increases for ventricular pace bipolar impedance from 551 to 2394 ohms between (B)(6) 2012. An episode of non-sustained ventricular tachycardia less than or equal to 160ms on (B)(6) 2012.

Manufacturer narrative:
Product event summary: performance data was also received from the device connected to the lead. A patient alert for out of tolerance subthreshold lead impedance was noted on (B)(6) 2012. Daily pace lead impedance trend data show various spike increases for ventricular pace bipolar impedance from 551 to 2394 ohms between (B)(6) 2012. An episode of non-sustained ventricular tachycardia less than or equal to 160ms on (B)(6) 2012.

Event description:
The patient called and reported that after hearing an alarm the clinic requested a remote transmission. The remote transmission showed that the lead integrity alert triggered due to the right ventricular (rv) lead increasing to 1000 ohms. It was also reported that there were a high number of short v-v intervals, noise, and intermittently high pace/sense impedance measurements due to a rv lead fracture. The rv lead was explanted and replaced. It was later reported by the patient that the "lead broke". No patient complications were reported as a result of this event.